Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At analysis the device was found to be out of specification in an electrical manner for pace pulse noise on the ventricular side. The main printed circuit board was replaced and the device passed its final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.